Manufacturer narrative:
Device evaluated by MFR: a distal portion of a stent delivery system (sds), device tip to break site in the mid-shaft, was returned for analysis with a stent on the balloon, the portion of the sds distal of the mid-shaft break site (including the hypotube, strain relief and manifold) was not returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Proximal stent struts were bunched along the balloon in a distal direction and flared outwards. The undamaged portion of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cone wings were folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon wall, exposed by stent bunching and flaring, indicating correct positioning and crimping of stent prior to the complaint incident. A visual and tactile examination of the shaft polymer extrusion found a shaft polymer extrusion kink 4.5mm distal of bi-component bond. A break was noted in the mid-shaft section, 4.6cm proximal of port bond site. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage and stent move on balloon occurred. A 2.50x28mm promus premier¿ drug eluting stent was selected for use. However during the procedure, the stent was noted to be flared and partially pulled off from the stent delivery system. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent move on balloon occurred. A 2.50x28mm promus premier¿ drug eluting stent was selected for use. However during the procedure, the stent was noted to be flared and partially pulled off from the stent delivery system. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.